Event description:
It was reported that the customer's insulin pump had an error alarm during the manual prime process. Advised the caller that the customer should revert to back up plan. The customer's blood glucose reading was 200mg/dl. The husband mentioned that the device was thrown against the wall and hit the stairs. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the prime test as a result of a loose drive support disk. The device had a cracked case at the display window.